Manufacturer narrative:
Nine months post index procedure, the patient was admitted with angina and non-stemi. An angiogram was performed 3 days later showing 78% "proximal edge stent restenosis" in the mid-lad. The segment was balloon dilated. Troponin level was slightly elevated post-procedure. Patient was discharged the next day. The event was reported as "probably related" to the study device. Thirteen months post index procedure, patient was admitted with angina and + stress test. The angiogram showed 62% proximal edge stent restenosis again. It appears that bypass surgery was planned. Fourteen months post index procedure, a coronary bypass was conducted to the rca, mid- and distal lad. Post bypass, patient became hypotensive and showed st depression in v5. He was placed back on cardiopulmonary bypass and an additional anastomosis to the lad was performed; bypass was then successfully removed. Discharge was 6 days later. This event was adjudicated as clinically driven target lesion CABG and non-target vessel CABG. This product will not be return for evaluation and testing. Additional information will be sent within 30 days upon receipt. Of note: event(s): in-lesion restenosis, angina, positive stress test all occurred prior to u.s. Distribution of the cypher stent and are mentioned, however, to provided as relevant details for the reported event.

Event description:
This patient had one cypher stent implanted as part of the trial. The cypher stent was implanted in the mid-left anterior descending artery (lad) with 17% in-lesion restenosis; this is interpreted as residual stenosis as it was reported on the same day as treatment. On the same day, the patient had moderate hypertension treated with nitroglycerine and was discharged the next day. Three months post index procedure, the patient was admitted with angina and positive stress test. An angiogram was performed and showed 16% in-lesion restenosis and was noted as "no significant restenosis"; this appears to be unchanged from the immediate post-procedure residual stenosis of 17%. Six months post index procedure, patient was admitted with angina. The angiogram was performed and showed "58% to 80%" in-stent restenosis of the mid-lad cypher stent. One express2 bare metal stent (boston scientific) was implanted and patient was discharge the next day. The event was reported as "unrelated" to the study device.